Manufacturer narrative:
Eval summary: the tibial plate, articular surface and operative notes were returned for review. The components were in vivo for 5 years 5 months. The tibial baseplate has significant scratching on the superior surface, some of which looks like it came from extracting the articular surface. There are also gouges on the inferior surface on the anterior side most likely from extraction of the baseplate. The inferior lateral side is covered in bone cement and all four poly plugs are present. No pmma coating can be seen. The op notes show nothing out of the ordinary. Without add'l info, the exact cause cannot be conclusively determined at this time. Eval: no lot number was provided and could not be read from the returned implant; therefore, device history records could not be reviewed.

Event description:
It was reported that the pt underwent revision for loosening.